Event description:
Autopulse battery failed after a few compressions on (B)(6) 2012. Unsure of which of two (2) batteries was in device at the time. This occurred in the field in response to an ems 911 call. CPR was in progress when the autopulse was applied. Following initial 2 compressions, autopulse indicated battery needed recharging. Ems continued with manual CPR. Both batteries had been used in the autopulse the evening prior and 1 battery had been totally depleted. Both batteries had been placed back in the charger. Unknown when and which battery was taken out of the charger and placed in the autopulse. Autopulse and batteries being sent to zoll medical corp for a check of the equipment.